Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a corneal ulcer with hypopyon of the right eye at four days post photorefractive keratectomy (prk). Patient complained of eye being painful. Reporter indicated cultures were taken; patient placed on a fortified antibiotic eye drop dosage, an antibiotic ointment treatment at bedtime, and sent to a corneal specialist for second opinion.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
Attempts have been made to obtain follow up information on patient status; however no additional information has been received.